Event description:
It was reported that the insulin pump alarmed motor error during a sensor calibration. The customer did not know the blood glucose reading. She stated that this was her second time receiving this alarm, and the first alarm occurred a week and a half prior. She also stated that she had had a mammogram taken with the insulin pump being worn. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched and cracked display window, cracked reservoir tube lip and battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.